Manufacturer narrative:
The investigation determined that lower than expected vitros immunodiagnostic products intact pth (ipth) results were obtained when the customer was processing (B)(6) fluids on a vitros 5600 integrated system. A definitive assignable cause for the lower than expected vitros ipth results could not be determined. The precision result for the instrument was within ortho acceptable guidelines. This indicated that the vitros 5600 integrated system was performing as intended, however, the precision test was performed two months post the event. Therefore, instrument performance cannot be completely ruled out as a contributor to the lower than expected vitros ipth results. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to establish if the customer was following the api protocol for sample preparation prior to testing. A vitros ipth lot 1070 reagent issue is an unlikely contributor to the event, as historical quality control results were within acceptable guidelines. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth lot 1070.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower than expected vitros immunodiagnostic products intact pth (ipth) results obtained from (B)(6) proficiency fluids when tested on a vitros 5600 integrated system. (B)(6) sample ias 04 result of 51.3 pg/ml vs. The expected result of 98.75 pg/ml. (B)(6) sample ias 05 result of 33.9 pg/ml vs. The expected result of 60.3 pg/ml. (B)(6) sample ias 06 result of 22.6 pg/ml vs. The expected result of 42.4 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros immunodiagnostic products intact pth results were obtained when the customer was processing a non-patient proficiency fluid. However, the investigation could not rule out that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).